Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery blood glucose was 184 mg/dl. The customer stated she changed the infusion set but it kept alarming no delivery and her blood glucose level was high at 401 mg/dl. Customer had been receiving no delivery alarms for about an hour. Customer stated the alarm was resolved by a complete infusion set and reservoir change. The infusion set and reservoir would be replaced but no product would be returned.